Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. In (B)(6) 2016, the patient presented with small vessel disease. Subsequently, percutaneous transluminal coronary angioplasty was performed. Vascular access was obtained via the femoral artery. The 90% stenosed, 36x3.0mm,, concentric, de novo target lesion was located in the moderately tortuous, non calcified right coronary artery (rca). After a non-bsc guidewire crossed the lesion, predilation was performed with a non-bsc balloon catheter at 14 atmospheres. A 3.00x38mm synergy¿ drug-eluting stent was then advanced and deployed at 14 atmospheres for a duration of 25 seconds. Post dilation was performed 'with a 3x12mm nc balloon catheter. However, during fluoroscopy, a dissection at the distal portion of the implanted stent was noticed. A 3x16mm promus element stent was then deployed to cover the dissection and the procedure was completed. The patient responded well to aspirin, dual antiplatelet therapy, and statin. No further patient complications were reported and the patient's condition was stable.